Event description:
During rounds in the nicu, the premature infant's right chest broviac catheter was noted to be broken. The neonatologist repaired the line with a broviac repair kit using sterile technique. There was no harm to the patient.